Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70 serial #: (B)(4), description: artisan surgical lead 70cm model #: sc-1132 serial #: (B)(4), description: precision spectra implantable pulse generator model #: sc-3138-35 serial #: (B)(4), description: scs phiii ext 35cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at all incision sites. Symptoms were drainage and redness to both incisions. The physician believed that the infection was not device related but rather due to the hospital having an increased incidence of infection throughout many different types of procedures. The patient was given intravenous and oral antibiotics and underwent an explant procedure. No device malfunction was suspected.